Event description:
The user facility reported that the tip of the guidewire became detached inside of an angiographic catheter during a procedure. Follow-up communication with the user facility confirmed: the guidewire was being reinserted into the angiographic catheter when the physician noted a change in the tactile feel of the wire; the user removed the wire and the catheter together; upon removal, the user confirmed that the guidewire tip had been separated, but the detached material never left the body of the catheter, "thus not entering the patient"; the procedure was completed successfully; and there was no impact to the patient.

Manufacturer narrative:
Method - involved device has not been returned for evaluation. Therefore, the failure investigation was limited to a review of user facility information and quality records. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the warnings/precautions section of the instructions-for-use by statements such as the following: "failure to abide by the following warnings might result in ... Breakage/separation of the wire, that may necessitate retrieval. If any resistance is felt, the behavior and/or position of the wire's tip seems improper, the wire is kinked, or vessel spasm is suspected, stop manipulating the wire (and the catheter) and determine the cause carefully by fluoroscopy to take suitable remedial actions. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).